Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had off no power alarm. The customer¿s blood glucose level was 60 mg/dl at the time of the incident. Customer stated they did not receive a low battery alert prior to the off no power alert. Customer stated this was the second occurrence of off no power alarm without low battery alert. Troubleshooting was performed. The insulin pump will not be returned for analysis.